Event description:
Vented taxol tubing was hung for use with a chemotherapy agent. As the tubing was being primed with the chemo, the normal saline in the tubing flushed through and a leak was noted to occur around the filter on this IV set, so it was removed and replaced. Since the chemo was started, the entire tubing set had to be treated as hazardous waste so it could not be saved.